Event description:
The user facility reported blood leakage through the valve. Follow-up communication with the user facility confirmed that: doctor first experienced blood leakage with edwards 6fr x 100cm std thermodilution swan catheter; the doctor then used rss602 qn20 device and experienced the same problem; the procedure was completed successfully; and the patient is reported having no issues.

Manufacturer narrative:
(B)(4). Results - is based on evaluation of user facility information; reserve sample evaluation. Conclusions - is based on reserve sample evaluation. The involved device was not returned for evaluation. Therefore, the investigation was conducted based on a review of information provided by the user facility, retained samples and manufacturing quality records. Inspection and testing of retained samples from the reported lot and surrounding lots confirmed that there were no defects or anomalies and product performance specifications were met. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description is consistent with the dilator being inserted off-center of the crosscut valve, damaging the valve and resulting in the leakage noted. The potential for such an event is addressed in the product labeling with statements such as the following: "insert the dilator into the center of the sheath valve. Forced insertion of the dilator which misses the center of the sheath valve may cause damage, and result in blood leakage." A review of the device history record confirmed there was no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Manufacturer narrative:
This follow-up report #2 is being submitted to provide the date the manufacturing facility received additional information regarding the event and/or evaluation of the actual sample. This date was inadvertently omitted in the previous follow-up report.the information provided below lists the date(s) the additional information was received by the manufacturing facility:follow-up #1 = 6/25/2014.

Event description:
This report is being submitted as follow-up #2 for mfg. Report #1118880-2014-00017 to provide the date that additional information was received by the manufacturing facility.

Manufacturer narrative:
This report is being submitted as follow-up # 1 for mfg. Report 1118880-2014-00017 to provide updated information based new information provided by the user facility. The initial reported malfunction of valve leakage was determined not to be correct. Communication from the user facility reported that according to the doctor the dressings were not properly placed on the patient and there was some leakage around the sheath and not through the valve as initially reported. Therefore, this report does not meet the criteria for adverse event reporting. However, because the initial report has already been submitted prior to the additional information being received, this report is being submitted as follow-up to further detail the investigation.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 1118880-2014-00017 to include new information provided by the user facility.